Manufacturer narrative:
Report indicates that the pt had and was treated for an wound infection and seroma, which are known possible adverse events listed in the IFU. While the report does not indicate a product problem, based on the currently available info, no conclusion can be drawn at this time. Additionally, no product has been returned for eval.

Event description:
Originally reported: pt had a lap ventral hernia on (B)(6) 2010. Came to emergency room on (B)(6) with red skin, took sample of the fluid build up. Came back negative until 67 hours bacteria became present. Pt is being treated. Additional info provided: (B)(6) 2010 - admitted for wound cellulites/seroma. Started on cefazolin IV. CT shows 10x12 cm subcutaneous fluid collection sitting above the mesh. Not below the mesh. Clinically improved, therefore, sent home with 7 days course of keflex. Seroma was aspirated days after starting cefaxolin, culture grew staphylococcus lugdunensis after 67 hours, sensitive to all antibiotics. ID specialist not if this is contaminant or true infection. On (B)(6) 2010 - readmitted with cellulites, feeling unwell. Angry-looking wound. Started on tazocin IV. CT shows same fluid collection slightly decreased in size 8x9 cm. No fluid below the mesh. Minimal improvement in symptoms with antibiotics x 3-4 days. Therefore, wound opened. Clear coloured fluid collected. No pus. Cultures still negative after 3 days. Open wound (5-10cm). Cannot directly see mesh, perhaps a layer of granulation tissue between fluid cavity and mesh. Cellulitis improving. Pt ready to be discharged home.